Event description:
The dr requested a renu converter with a 22mm proximal diameter to treat the pt. The physician peer reviewer suggested that a 28mm renu converter be used in conjunction with another MFR's stent. Both a 28mm and a 26mm renue converter were sent to the implanting institution. The dr was supposed to perform ivus at the start of the procedure and choose the appropriate renu device, but he did not perform ivus. Following deployment of either renue device, the physician reviewer recommended deployment of another MFR's stent. The dr chose to deploy the 26mm device. Following deployment a proximal type I endoleak was noted. The other MFR's stent had not been available for deployment during the procedure. The dr closed the pt and deployed another MFR's stent two days later, but the endoleak persisted. The pt will continue to be monitored.

Event description:
The physician requested a renu converter with a 22mm proximal diameter to treat the patient. The physician peer reviewer suggessted that a 28mm renu converter be used in conjunction with another manufacturer's stent. Both a 28mm and a 26mm renu converter were sent to the implanting institution. The physician ws supposed to perform ivus at the start of the procedure and choose the appropriate renu device, but he did not perform ivus. Following deployment of either renu device, the physician reviewer recommended deployment of another manufacturer's stent. The physician chose to deploy the 26mm device. Following deployment a proximal type I endoleak was noted. The othe manufacturer's stent had not been available for deployment during the procedure. The physician closed the patient and deployed another manufacturer's closed the patient and deployed anther manufacturer's stent two days later, bu the endoleak persisted. The patient will continue to be monitored.